Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded. It was found on (B)(6) 2019 that the parts received were related to this complaint.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to function as intended throughout the evaluation passing all calibrations. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's clinical specialist, when the fraction of inspired oxygen (fio2) was set to 0.2 liters per minute (l/min), the fio2 reading drifted and caused a calibration error message. The o2 was raised to 0.3 l/min and the error message disappeared. Per data log analysis, on (B)(6) 2019, calibration was successfully performed at 6:41:57 am. At 10:43:25 am, flow was set to 0.2 l/min. At 11:09:48 am fio2 was set to 63%. At 11:15:11 am the gas system reported o2 sensor and blender disagree (blender setpoint = 63%, sensor measured 76.1%). This occurs when the difference between the setpoint and measured o2 is > 10% for one minute. This will cause the gas system to indicate calibration is needed. This can be triggered if something causes back pressure on the gas system output. The log confirmed the complaint.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a calibration oxygen (o2) analyzer error message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.